Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely causes of the reported failure are improper bone preparation, misaligned insertion, and prying/leveraging the device during insertion.

Event description:
On 12/13/2023, it was reported by a sales representative via email that an ar-2326bcc biocomposite swivelock eyelet broke when tensioning the anchor. The case was completed using another ar-2326bcc biocomposite swivelock. This was discovered during an rcr procedure on (B)(6) 2023. Additional information received on 12/8/2023: the ar-2326bcc biocomposite swivelock eyelet did not break inside the patient. The case was completed using another ar-2326bcc biocomposite swivelock. The case was not delayed, additional anesthesia was not needed, and the patient suffered no negative effects on or after the procedure.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.